Event description:
It was reported that high lead impedance was observed. Atrial noise was also noted. It was stated that emi sources were indentified at the patients workplace environment. Imaging was performed, no anomalies were found. Lead remains implanted and patient to be monitored. It was recently reported that the patient expired. There is no known allegation from a health professional that the death was related to the device. No further information is available.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.